Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor fractured, and blood noted on helix; partial lead returned and analyzed.

Event description:
It was reported that the lia triggered for oversensing. The sensing integrity counter registered a high number of short v-v intervals. The lead was explanted and replaced. No patient complications were reported as a result of this event, and the patient's status was reported as "fine."